Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The anchor sleeve of the lead was extrinsically damaged. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The anchor sleeve of the lead was missing. Visual analysis of the lead indicated damage at implant. The full lead was returned with a partial anchoring sleeve on the lead. The distal portion of the anchoring sleeve was not returned. There were no suture marks observed on the rings of the anchoring sleeve. The anchoring sleeve was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a pacing lead, while suturing the anchor sleeve down, the sleeve broke in half and sutures went tight around the lead causing indentation marking which showed on fluoroscopy as well. The distal end slipped into the subclavian and the physician tried to pull back the lead slightly to grab the distal end but the lead dislodged and the distal end of anchor sleeve ended up in the right atrium. The pacing lead was removed and a snare was used to retrieve the anchor sleeve. No patient complications have been reported as a result of this event.